Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced signal failure under 30 minutes and an adverse event. The patient reported he experienced convulsions and bit his tongue during event. The paramedics were called but the patient could not recall the type of medical treatment that was received, and he was not transported to the hospital. At the time of contact, patient was feeling ok and his tongue was still healing. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.